Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the physician was unable to place the lead due to a partial obstruction in the superior vena cava (svc). The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.